Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that a user¿s libre 3 plus sensor was not displaying glucose on the ilet after a sensor change, and the display appeared after the expected warmup period with a blood glucose of 232 mg/dl, prompting troubleshooting and education on warmup status and connection timing. Symptoms included hyperglycemia. Outcomes included no alerts or alarms, no medical intervention, and no hospitalization. Investigation included customer service troubleshooting and user education regarding sensor warmup and display behavior. Investigation of this case revealed that the sensor required the standard warmup period before data transmission, and no device malfunction of the ilet or sensor component was identified. It was concluded, based on previously established findings for similar reports, that the cause was cause unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.